Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple patients were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they had to create temporary patients to access the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the domain name system was not resolved. A technical support specialist updated records as per information technology team provided correct domain name system (dns) entries to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.